Event description:
As reported through review of medical article using ping pong technique along with rapid inflate deflate ballooning to solve total left main occlusion during transcatheter aortic valve replacement procedure, corresponding author arditya damarkusuma, the following event was identified as pertaining to an edwards device: a 68 year old patient with a potential risk of left main artery obstruction was implanted with a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. Coronary protection was performed pre implantation inserting a balloon with a guidewire, and guide catheter in the left main coronary artery. During the procedure, right after the valve deployment, the patient had hemodynamic instability. Coronary angiogram revealed blood flow obstruction to the left main artery. The artery was then dilated with the previous prepared balloon, and it was tried to implant unsuccessfully a stent. The situation escalated leading the patient to pulseless electrical activity and was put on ECMO. Refractory ventricular tachycardia occurred, and amiodarone and lignocaine were administered together with multiple defibrillations. Then, the ping pong technique was used but it was observed that the guide catheter was obstructed with the valve struts. It was managed to rewire the sov and a rapid inflate deflate ballooning was used to allow the guide catheter to cross through the valve cells for engaging the left coronary artery. The coronary artery was then predilated. Coronary angiography showed calcified valve leaflet obstructing the flow to the left coronary artery and it was decided to put a stent to push the valve leaflet away. Blood flow was then observed through the lca, and temporary pacing wire was kept to suppress the ventricular tachycardia fibrillation. After 5 days on ECMO, patient condition improved. Echo showed normalized vef and normal functioning of the valve. The patient was discharged at pod8.

Manufacturer narrative:
Reference damarkusuma, arditya, et al. Using ping pong technique along with rapid inflate deflate ballooning to solve total left main occlusion during transcatheter aortic valve replacement procedure. Catheterization and cardiovascular interventions 103.7 2024 1088 1092. Per the instructions for use IFU , coronary flow obstruction is a known potential adverse event associated with the transcatheter valve replacement procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention e.g., percutaneous coronary intervention pci . Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during balloon valvuloplasty, plaque shift, deployment of the bioprosthetic heart valve too aortic, and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv.the training manuals also provide the following tips for detecting risk for left main occlusion 1 aortogram or tee before thv implantation to reveal bulky calcified leaflets; 2 during predilatation, note bulky calcification on valve moving towards ostium on left main; and 3 consider aortogram during valvuloplasty to assess coronary flow. The edwards thv manuals also advise the operator on pre procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures.in this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors risk of left main artery obstruction preoperatively caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.